Manufacturer narrative:
Product evaluation: no sample has been returned for evaluation; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. The root cause for the customer complaint issue cannot be determined. Possible root cause is use error; stent system labeling provides clear instructions regarding device implantation and deployment. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned for analysis; the stent remains implanted. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A health professional reported that during an combined cataract removal and glaucoma stent implant procedure, the surgeon experienced an issue with stent deployment. It was noted that the stent eventually deployed with no adverse outcome to the patient. This is one of three medical device reports for this issue for this facility.